Event description:
During product evaluation, a baxter technician discovered failure code 810:11 that occurred during delivery. Delivery was interrupted. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation for the reported condition has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.